Event description:
In 2007, the lay-user/patient contacted lifescan (lfs) alleging the one touch ultra2 meter is giving an error message (customer was unable to remember which error message it was). The complaint is classified based on the documentation of the customer care advocate (cca). After the reported issue began, the patient reportedly developed symptom described as "shakes". She tested on a backup meter adn had a result of approximately 100 mg/dl. The patient did not require medical intervention and did not take any action in regards to diabetes treatment. The issue was not resolved during troubleshooting. This complaint is being reported because the patient developed symptom after the reported issue began. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.